Event description:
In 2007, the lay patient contacted lifescan (lfs) another country alleging that 88.8 did not completely disappear from her one touch ultra mini meter display during testing. The medical affairs specialist (mas) sent follow-up questions to lfs and received answers included below. The patient takes rapids insulin in the am, at noon, and at supper; her base dosage is 12 units. The lfs customer representative (csr) noted that she was unable to determine the specific scale the patient follows in adjusting her rapid insulin dose. The patient also takes 14 units of nph insulin at night. On the day before at 5:30 or 6:00 pm, the patient obtained a result she interpreted to be 13.2 mmol/l on the reported meter while asymptomatic. The patient reported that she took 16 units of rapid insulin according to the 13.2 mmol/l meter reading. At approximately 7:00 pm, the patient felt shaky, dizzy, nauseated, and anxious. She did not test with the reported meter while symptomatic. She ate a candy right away. She said she felt better after eating more candy. The patient next tested with the reported meter at 10:00pm and obtained a result she interpreted to be 8.4 mmol/l. The csr noted that the patient described that the segments "88.8" did not completely disappear from the screen since she purchased the meter "two weeks ago". The patient said it was difficult to know which segments were part of the reading and which were not. She said the first time the issue occurred she thought her meter was reading "72.4" and she had to look hard to see that it was not "72.4." The one touch ultra mini meter displays "hi" for readings greater than 33.3 mmol/l. The patient said the decimal point is very clear on the meter screen. A control solution test was not performed because the patient had disposed of the control solution. The meter and test strips were replaced. A complaint is reported because the patient alleges she had difficulty deciphering her meter readings due to the meter display issue. She claimed that she took insulin according to her interpretation of the meter reading and later experienced symptoms that suggested hypoglycemia. She treated herself by eating candy.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either of the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.